Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead had high impedance. The lead was replaced, and the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.